Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which their system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's hands and feet would turn red whenever stimulation is on. The investigation did not determine which lead attributed to this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000162664.